Event description:
It is reported that the guide pin broke while inserting. The fractured portion was left in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.